Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with a pump reset, and the issue was resolved as the error code did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.